Manufacturer narrative:
No button response due to flattened dome switch on act button. No button error alarms noted. No unexpected weak batt alarms noted when battery was inserted into battery tube. Cracked battery tube threads noted during visual inspection. Drive support disk was inspected and no anomaly was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 360 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.